Manufacturer narrative:
Qn# (B)(4). The customer report of syringe/needle connection not secure could not be confirmed through the complaint investigation of the returned sample. The customer returned one arrow raulerson syringe (ars), 18ga introducer needle, and product lidstock for analysis. The ars and 18ga introducer needle were analysed as a part of this investigation. Definite signs of use in the form of biomaterial were observed on the components. Visual inspection of the introducer needle and ars did not reveal any defects or anomalies. The tip of the ars syringe was compared to a lab inventory ars and no differences were noted. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appeared to be fitting sec urely on both the returned syringe and the lab inventory syringe. No differences were noted. The hub of the needle was tested with the male luer gauge and was within the specified range which indicated that the luer was conforming per iso. A device history record review was not required as a part of this complaint investigation. Based on the customer report and the sample received, no problem was found on the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the hub of the puncture needle is faulty. The syringe falls off/is not properly fixed and air aspirated. No patient injury occurred." The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the hub of the puncture needle is faulty. The syringe falls off/is not properly fixed and air aspirated. No patient injury occurred." The device was replaced. The patient's condition is reported as fine.